Event description:
The customer reported the system had a problem with steering mainframe wheels not straight. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The steering assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.